Manufacturer narrative:
The reported event was confirmed based on a video of the malfunction provided by the complainant. The device was requested for analysis but not returned to the manufacturing plant. A review of the batch record was performed. There was no nonconformances documented in the batch record. The product was manufactured and released to applicable procedures and specifications. A three-year retrospective review of nonconformance was performed. There was no nonconformances documented. Retention inventory is not maintained for this device. The cause of the reported event is traced to the user based on the complainant using a bent drill tip guide pin when trying to push the drill tip guide pin through the cannulation and caused the drill tip guide pin to get stuck. The reported event will continue to be monitored and trended for future analysis. A supplemental report will be submitted upon receipt of new and relevant information.

Event description:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by anika or its employees that the report constitutes an admission that the device, anika, or its employees caused or contributed to a potential patient event documented on this report. On (B)(6) 2024 it was reported to anika that the wire does not pass through the drill. The reported event occurred during the procedure. It was reportedly the first time the instrument was used by the customer. The procedure was completed with no negative patient impact or unplanned medical intervention. There was a 40 minute delay in the procedure. The number of uses of the drill was not reported.